Manufacturer narrative:
The laboratory did not provide specific details of the processing runs affected, but indicated that sub-optimal tissue processing had occurred after (B)(6) 2019. Configuration of the "(B)(6)" protocol is similar, but not identical, to the manufacturer recommended eight (8) hour protocol. The laboratory has customized the protocol such that the first two (2) dehydration steps use 70% ethanol rather than the manufacturer recommended ethanol which would allow the instrument software maximum flexibility in selecting ethanols of ascending concentration during protocol selection. The time ratios for the "(B)(6)" protocol is 1.15:1:1.04 which indicate slightly less than optimal time in the dehydration step (accepted ration is between 1.5:1:1 and 2:1:1). The "(B)(6)" protocol with a duration of eight (8) hours is 10 minutes shorter (excluding the formalin step) compared to the manufacturer recommended eight (8) hour protocol, which may result in inadequate dehydration, clearing and wax infiltration. The "(B)(6)" protocol was last modified at 03:13am on (B)(6) 2019; and validation of the "(B)(6)" protocol could not be identified in the instrument logs between 09 december 2019 and 08 january 2020. Based on the information available, it was determined that the root cause of the sub-optimal tissue processing reported by the complainant was use of a protocol of inappropriate duration for the size of the tissue samples being processed. The recommended protocol duration for maximum tissue dimensions and different specimen types is detailed in both the section of the leica peloris quick tips entitled tissue size recommendations- xylene and xylene -free and section 8.2.1 of the leica peloris/peloris ii user manual. Specifically, it is detailed that all routine tissues up to maximum dimensions of 20x10x5mm are processed using a 12-hour protocol, with the caveat that very thick fatty specimens may require a longer protocol. In this instance, a protocol of approximately eight (8) hours duration was used to process fatty tissue and breast tissue with a thickness of 5mm or thicker, which is recommended by the manufacturer for all routine tissues up to maximum dimensions of 15x10x4mm.

Event description:
The leica field application specialist received the following information reported by the complainant: "we have been noticing an increase in under-processed/raw specimens from the 8-hour run. Could you help guide me through some options to troubleshooting this?" On (B)(6) 2020, the leica field application specialist (fss) documented the following observations: "lab is currently using a custom 8-hour protocol called "(B)(6)" for fatty tissue and breast tissue, usually sized around 5mm or thicker. Tissue is brought via courier from a hospital and usually has not been in formalin jar for longer than 5-6 hours before being put on either p1 or p2." Sub-optimal tissue processing was identified by the after (B)(6) 2019; and not all tissue samples using the "(B)(6)" protocol is under-processed. On (B)(6) 2020, the leica field application specialist received information from the complainant that all cases involved in this event were diagnosable.